Event description:
A peritoneal dialysis (pd) pt reported that she wore up for the cycler alarming for an air detected in cassette alarm. She found that her pt line and catheter connection had come apart and fluid was leaking. There was no damage to the ends as if they had unscrewed without being pulled apart. She called her clinic and was advised to administer prophylactic antibiotics she keeps at home. She discarded the set. During f/u the pt reported that her effluent has remained clear. She did not have any signs of infection. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.